Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the architect i1000sr analyzer for the cea, ausab, hcv, tpab and hepatitis b surface antigen assays. The customer performed troubleshooting procedures and no issues were found. The customer changed the lot of reaction vessels (rv's) and was asked to monitor the performance. The customer stated the issue was resolved after the change in rv's. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The patient was revised in 2009 (acetabular insert & femoral bearing head), due to unstable total hip arthroplasty. Patient experienced two previous dislocations that were treated with closed reduction.

Manufacturer narrative:
(6)(4). Upon further review, the investigation unit has evaluated this customer complaint and determined it is not associated with remedial action reporting number (6)(4), therefore, is unassigned. This is the final report.